Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
It was reported that during an anterior cervical disc fusion, surgeon attempted to insert a zero p implant. When the adapter was removed the peek implant interbody spacer detached from the alloy plate. Back-ups were available for use. This caused a 30 minute delay in surgery. This is report 1 of 1 for (B)(4).